Manufacturer narrative:
Field engineer evaluated the equipment, repaired it, and returned it to service. The broken parts were sent back to carestream for eval. The investigation into this incident is on-gong and a f/u report will be submitted.

Event description:
A screw on the trolley assembly broke. In addition, two others screws were found to be loose. Field engineer evaluated the equipment, repaired it, and returned it to service.